Event description:
Multi-vessel pci. Taxus stent placed to proximal rca-later embolized to distal rca. Returned to cath lab the next day - unable to retrieve stent "smashed" to side wall of rca- ivus showed patent lumen of rca. Dc home next day.